Manufacturer narrative:
(B)(6) follow up. It was reported that while the outer packaging remained intact, the product was leaking and deemed unusable. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs were provided for review by our quality team. The first image depicts a prefilled syringe within its flow wrap packaging. The second image shows a similar syringe with what appears to be liquid accumulation in the bottom corner of the packaging. No additional insights could be obtained from the photographs. A device history record (DHR) review was completed for material number 306593, lot 4117909. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. Furthermore, no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the photographic evidence, the customer-reported issue has been confirmed. In the absence of the physical sample, it was not possible to determine a probable root cause.

Event description:
Description: package was leaking and unusable. Event details: the patient was admitted to the hospital for diabetes mellitus, and on (B)(6) 2025, the charge nurse administered the patient's infusion therapy as prescribed, and at the end of the procedure, when using a prefilled catheter flosser to seal the tube, she found that the outer package was intact but the package was leaking and unusable, and she immediately replaced the prefilled catheter flosser without causing harm to the patient.

Manufacturer narrative:
A device history record (DHR) review was completed for material number 306593, lot 4117909. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. Furthermore, no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the photographic evidence, the customer-reported issue has been confirmed. In the absence of the physical sample, it was not possible to determine a probable root cause. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.